Manufacturer narrative:
The ref (B)(4) has been allocated to this case by rayner intraocular lenses limited. The c-flex aspheric 970c iol subject to this report was not in contact with the pt at any time during the surgical procedure. A back-up lens was implanted in the original planned surgery session without further complication and without any adverse effect to the pt. The c-flex aspheric 970c iol was retained by the healthcare facility and has been returned to rayner for inspection/analysis. The results of the device inspection/analysis performed will be provided in a f/u report. Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (january 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch (B)(4).

Event description:
(B4).